Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip up fenestrated grasper instrument would not release the tissue and stopped working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system and passed the recognition and engagement tests. The tip-up fenestrated grasper instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. A visual internal and external inspection was performed no issues were found. Manual articulation was performed and passed. The instrument was fully functional. No product issue was found.